Event description:
A report was received that a patient's precision system was explanted due to (B)(6). The patient was placed on antibiotics.

Event description:
A report was received that a patient's precision system was explanted due to (B)(6) infection. The patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-70 (B)(4), description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.